Manufacturer narrative:
A review of tickets determined that there was elevated complaint activity for lot 95024li00. A review of tracking and trending data for the alinity I anti-hcv assay identified no trends associated with the complaint issue. Return testing was not completed as returns were not available. Alinity I anti-hcv reagent lot 95024li00 contains the same bulk material as architect anti-hcv reagent lot 94655li00. Therefore, both lots were included in the investigation. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found lot 94655li00 generated lower readings and values for the calibration and controls and normal results for an internal panel of known concentration. Retained reagent kits of alinity lot number 95024li00 were tested in a clinical sensitivity setup including two seroconversion panels and additional replicates of positive control. All control values were within specification. The seroconversion panel results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 95024li00 detected the same bleeds as reactive with comparable s/co values. Based on this data it was shown that the sensitivity performance is not adversely affected. Retained reagent kits of architect lot number 94655li00 were tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, six commercially available seroconversion panels were tested with reagent lot 94655lii00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 94655li00 detected the same bleeds as reactive. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, the sensitivity performance of architect anti-hcv lot 94655li00 was further evaluated by testing twenty commercially available seroconversion panels. The results were compared to architect anti-hcv reagent lot 94020li00. Lot 94655li00 detected the same bleeds as reactive in comparison to the reference reagent lot 94020li00. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation no product deficiency was identified for the alinity I anti-hcv assay, lot 95024li00.

Manufacturer narrative:
This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number il79. An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier = (B)(6). Patient information: no further information was provided.

Event description:
The customer reported (B)(6) alinity I anti-hcv results. Sample ID (B)(6) generated a (B)(6) and when tested on an alternate reagent lot generated repeat (B)(6)results. No impact to patient management was reported.